Event description:
The user facility reported that the arterial line tubing became disconnected from the oxygenator where it had been attached by the user. The user reported that the case was completed successfully and the blood loss was estimated to be approx 800-cc. Additional event specific info was not available.

Manufacturer narrative:
The involved device was not returned for eval. Therefore, the failure investigation was limited to a review of user facility info and quality records. A review of the device history record confirmed that the pack was built to customer specifications and did not indicate any production related problems. A review of the complaint files confirmed that this lot number/product code has not been reported previously. There is no indication of a device defect or malfunction. The involved connection was made by the user facility during set-up. The convenience kit labeling does state, "band all connections in the circuit" and recommends to carefully observe all connections before and continuously during use. All available info has been placed on file with quality mgmt for tracking, trending, and follow-up.